Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully and sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug and broken snaps were observed. This causes poor connection between the rubber contacts and the printed circuit board (pcb) contacts, which can cause the sensor plug to be unable to form a proper seal. Extended investigation and visual inspection has been performed on the returned sensor and no issues were observed. Visual inspection of the sensor plug was performed and broken side snaps were broken off causing improper seating of the plugs in the mounts. This will cause the poor connection between the rubber contacts and pcb contacts and causes the sensor plug to be unable to form a proper seal. Therefore, this issue is confirmed to broken snaps. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, the customer experienced symptoms described as sweating, shakiness, seizure, and a loss of consciousness. There was no report of any third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, the customer experienced symptoms described as sweating, shakiness, seizure, and a loss of consciousness. There was no report of any third-party treatment. There was no report of death or permanent impairment associated with this event.